Event description:
It was reported that the patient underwent surgical intervention to explant the inflatable penile prosthesis (ipp) due to the incision site not healing and signs of infection in the scrotum. A new tactra penile prosthesis was implanted. There were no additional patient complications reported.